Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was not responding due to a software issue. A technical support specialist installed rss 4.12 and updated dependancies.xml= station booted correctly to resolve the issue. The system functioned as intended after a technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system unexpectedly stopped responding and displayed a blue screen due to an application failure, which hindered the user's ability to access medication. This incident resulted in a delay to patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, d9, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not responding. Technical support specialist installed rss 4.12 and updated dependencies.xml = station booted correctly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system unexpectedly stopped responding and displayed a blue screen due to an application failure, which hindered the user's ability to access medication. This incident resulted in a delay to patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.